Event description:
It was alleged by claimant, through counsel, that she was implanted with cartiva on the right side on (B)(6) 2020. Patient has not been revised but a medical provider has recommended revision. Patient alleges pain due to the implant. Patient demands compensation.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.